Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the ventricular set screws were damaged and all set screws had silicone material in their helix cavities. The silicone found inside each set screw hex cavity prevented full insertion of the torque driver into the hex cavity. The lead bore diameters were with product specification.

Event description:
It was reported that high hv lead impedance was observed. After lead revision, the new lead was tested and measurements were still out of range. The physician then elected to change the ICD and all measurements were then normal.